Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested with stomach pain. The cause of the peritonitis event was unknown. The patient was hospitalized for the peritonitis event. The treatment and outcome of the peritonitis event were not reported. The pd therapy was ongoing. Additional information was requested but was not available at this time. This is report 4 of 4 involved in this event.

Manufacturer narrative:
(B)(4). Upon further investigation it was determined that the patient uses a plastic adapter for peritoneal dialysis therapy. The plastic adapter is not manufactured by baxter healthcare. Therefore the baxter titanium adapter is no longer considered a suspect product in this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. (B)(4).